Event description:
It was reported that the patient was admitted to the hospital due to a pocket infection. Transesophageal echocardiography indicated vegetative endocarditis. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was removed and replaced. The patient's condition remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.